Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device experienced performance issues following an application error, and the station displayed a blue screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was stuck on blue screen. A technical support specialist had reviewed the station configuration and had verified netbios (network basic input/output system) had been off and the link setting had been half duplex, had used the attached knowledge article (ka) "station slowness summaries" to troubleshoot slow login verification and had followed up with the customer to confirm whether other menus had been slow or unresponsive. The field service engineer replaced the all in one (aio) unit and the communication sled (com sled) with the same performance issue observed, had identified that the internet protocol (ip) address had been in use by another device, had updated the internet protocol (ip) address to the identified address, had disabled wireless fidelity (wi fi), and tested the connection. The system functioned as intended after the field service engineer repaired the device.